Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, missing the black o -ring/seal from inside reservoir tube and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that there was chipping on the pump and the reservoir fell out. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.